Event description:
Reportedly, during the initial use of the device, the machine alerted the user to high veinous pressure by alarming. The bubble trap was clogged by a bloodclot, resulting in the line pressure increase which caused blood to be ejected through the pre-filter pressure sensor and spray throughout the room. Reportedly, there was blood projection on the nurse. Information received from the distributor indicates that no remedial actions were taken by the healthcare facility relevant to the care of the patient. No death or injury was reported with respect to this complaint. The suspect device was thrown away, and therefore, not available for evaluation.

Manufacturer narrative:
Suspect product was thrown away. Product was discarded and therefore, unavailable for return and evaluation. Manufacturer's evaluation response: without the suspect product and detailed information, it was impossible to determine the root cause. In consideration of the events reported, in the presence of massive obstruction of the circuit relevant to the coagulation of it, the bloodline could have reached a high pressure, more than the maximum working pressure of 500 mm hg. This condition requires a procedure and the use of a dedicated device in order to reduce the pressure in the circuit itself before detaching the line from the machine. Instructions for performing this operation are provided in the operating instructions. From the complaint report, it is not clear that this procedure was accomplished and therefore, the forgoing assumption is plausible. In the absence of a precise check on the supsect product, it was not possible to come to a conclusion with regard to this complaint. The device history file for the reported lot was reviewed with no observations which could point to the reported issue. No root cause could be determined and the manufacturer is not aware of any similar complaints.